Event description:
It was reported that during intra-op of endoscopic craniofacial resection the tip of the bur snapped while drilling the bone. Procedure was delayed by 30 minutes. Procedure was completed with back up product. There was no patient injury. As per the analysis findings of the bur, the spiral wrap of the bur extended, there was no evidence that the bur was broken.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3:product analysis found that visually, the spiral wrap was stretched 0.59 inches past the distal end of the outer tube when returned and there was contamination on the distal tip. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and the actual measurement was between 0.329 and 0.330 inches. The outside diameter of the outer hub shall be 0.340 ± 0.001 inches and the actual measurement was between 0.340 and 0.341 inches. Both hub measurements were in specification. Functionally, the inner assembly was able to rotate by hand, but console functional testing was not performed due to the stretched spiral wrap. In the returned condition, there was an out of specification condition that was related to the complaint (due to physi cal damage). H6: previously applied fdr c20, fdm b17, fdc d14 and img g04041 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op of endoscopic craniofacial resection procedure the tip of the bur snapped while drilling the bone. Procedure was delayed by 30 minutes. There was no patient injury.